Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited out of range impedances. The patient later noted that the lead had fractured, thus was explanted and replaced.

Manufacturer narrative:
If additional information becomes available, the event will be updated.